Manufacturer narrative:
The device ro 14 041 has been inspected for investigation purpose. The tests performed confirmed that the tightening of monitor cable caused the issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the distance sensor was non-functional. A surgery delay has been reported with no time indication.